Event description:
The center reported that the patient reportedly experienced intermittencies followed by a loss of lock with her device. External equipment was exchanged but the problem was not resolved. Testing performed confirmed that the device was not functioning. A decision was made to explant the patient's ci device.